Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the patient had leg pain caused by nerve root irritation. It was presumed to be caused by the catheter at the distal segment. The leg pain resolved upon catheter revision. Hospitalization was required. The patient recovered without sequel. Additional information has been requested, but was not available as of the date of this report.

Event description:
The catheter had dislodged almost two weeks ago. Drug: fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).